Event description:
The user facility reported that resistance was encountered as the physician was removing the balloon during a av fistulagram procedure. Subsequently, the introducer sheath was removed and the physician noticed that the distal tip had separated from the device. Reportedly, forceps were used to successfully retrieve the detached material from the pt.

Manufacturer narrative:
Based upon returned sample eval. The involved device was returned and evaluated. Visual examination of the returned sample indicated that the sheath tip had ben stretched and subsequently torn off. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of contact with a sharp surface and then pulled into 2-pieces during removal. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.